Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) evaluated the iabp and was unable to reproduce the alleged malfunction. The stm discovered fault #78 in the fault logs and found that the quick connect for the display cable was not fully connected. The stm cleaned and reseated the quick connection for the video display cable. The iabp then passed all functional and safety tests per factory specifications, cleared for clinical use and returned to the customer.

Event description:
The customer reported, while in use on a patient, the cardiosave generated a high pitch tone and internal communication failure alarm. The cardiosave was powered down for 10 seconds and restarted but the same error occurred. No patient injury or death reported. No adverse event reported.